Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement tandem cable and wall adapter, which ultimately resolved the issue, pump began charging.